Manufacturer narrative:
F11. Date MFR initially forwarded report to FDA. H3. Evaluation summary this device was received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon catheter was returned in two pieces along with another manufacturer's introducer sheath. The catheter shaft was broken and the distal portion of the catheter shaft and the balloon were located in the introducer sheath and measured 6.2 centimeters in length. The location of the catheter shaft break was at the proximal end of the proximal bond area. The proximal portion of the catheter shaft was elongated at the distal end and the break point was rough. The sheath was kinked at the proximal end next to the hub. This device displayed characteristics consistent with exertion against resistance, a kinked catheter shaft that is elongated and rough at the break point, which co believes contributed to this event and do not attribute it to the device.

Event description:
It was reported difficulty was encountered removing this balloon catheter through an introducer sheath following six inflations which included dilatation of four venous lesions and post dilatation of two stents, during an arteriovenous hemodialysis fistula graft procedure. Exertion against resistance resulted in the balloon detaching in the introducer sheath. The balloon and introducer sheath were successfully removed as a unit. The procedure was successfully completed with this balloon catheter the pt's condition is good. This device has not been returned for evaluation. Therefore, no failure analysis is available. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressure for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Additionally, it was indicated this balloon catheter was being used to post dilate stents in an arteriovenous hemodialysis fistula graft procedure which is a non-indicated procedure. It was also indicated that the balloon was not completely deflated before removal through the introducer sheath was attempted and resistance during removal was encountered. Therefore, co believes the above factors contributed to this event and do not attribute it to the device. Co's directions for use state: "marshall balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Certain sizes of the marshall balloon dilatation catheter are also indicated for deployment of the palmaz and the palmaz-schatz balloon -expandable stents for the biliary system... This balloon catheter is not intended for the expansion or delivery of stents in the vascular system. Any use for procedures other than those indicated in these instructions is not recommended... If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel."